Event description:
It was reported that the patient experienced recurrent low blood glucose in the mornings while using the ilet system and sought a change to the morning target range; a fingerstick reading of 48 mg/dl was documented and oral glucose was used for treatment. Symptoms included those consistent with hypoglycemia. Outcomes included resolution after self-treatment without hospitalization. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device malfunction reported and no specific contributing device component identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.